Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, unknown side. The device status is unknown.

Event description:
Healthcare professional reported, rupture. The affected side are unknown. The device has been explanted.

Event description:
The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non allergan one. Record is for right side.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.